Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used to treat ureteral calculus with hydronephrosis during a percutaneous nephrolithotomy procedure in the ureteral calculus performed on (B)(6) 2023. During the procedure, when the device was unpacked, the stent was found to be fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.